Event description:
It was reported that during a ptca procedure, the maverick2 monoral 15x2.75mm balloon ruptured at fourteen atms. The lesion being treated was a heavily calcified lesion of the left corcumflex artery. The physician used another manufacturer's balloon to pre dilate the lesion. The balloon ruptured at ten atms and caused a dissection. The physician then advanced the maverick2 monorail 15x2.75 mm which ruptured at fourteen atms. Two additional balloons were used and ruptured as well. The physician placed another manufacturer's stent to complete the procedure.